Event description:
Revision surgery - the pt fell resulting in a rotator cuff tear and dislocation. The surgeon performed a revision to a reverse.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 3.3 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the surgeon and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the third complaint for this product: one due to trauma and two due to infection. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to the patient falling. The information in this report showed all parts met design, material, and manufacturing specifications. There is no indication of a product or process issue affecting implant safety or effectiveness.